Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot was performed and passed. Perform internal visual inspection was performed and passed.there was no data in the window and so the log was not reviewed. The log was downloaded and reviewed finding no errors related to the complaint. Confirmation of the allegation was undetermined and a probable cause could not be determined. No injury or medical intervention was reported.